Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx closure device was implanted. Post implant, the patient was placed on dual antiplatelet therapy. During a routine 45-day follow-up examination, transesophageal echocardiogram (tee) revealed a mobile thrombus on the threaded insert of the closure device. The patient was admitted to the hospital and placed on a heparin drip to dissolve the thrombus. The patient was in stable condition and will remain on anticoagulation medication.